Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s pump user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.

Event description:
It was reported that the customer went to the emergency room due to a blood glucose (bg) level of 467 mg/dl and a high ketone level identified as dangerous by healthcare provider. Reportedly, the cartridge connection disconnected from the infusion set tubing at the luer lock. Reportedly, customer was unaware that cartridge was disconnected. The customer declined further troubleshooting with tandem technical support, and declined to provide additional information.